Event description:
Customer reported the footswitch is not working properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the footswitch. System operates as intended.